Event description:
On (B) (6) 2010, pt reported his blood glucose ranged from 120-295 mg/dl. Pt stated, he bolused the correct amount to cover his carbohydrates. Pt reported, he inspected his infusion site and "it was totally black and blue". Pt stated, he inserted the infusion headset 1.5 days ago. Pt reported, he removed the infusion site and inserted a new headset in a new site. Pt stated, the cannula was bent and "cockeyed". Pt reported, he bolused 9 units of insulin as a correction for the elevated reading. He stated, no occlusions or other error messages were received. Pt reported, he uses the insertion assist device. Pt reported, he will monitor his blood glucose closely. On call back from pt on (B) (6) 2010, pt reported, his blood glucose returned to his target range in the morning after the call. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.